Event description:
It was reported that a caller noted an explant of ins (stimulator) and lead and entire new system implanted. The caller wanted to know product needed. No further information was gathered. It was noted unknown therapy, or device information. Additional information received reported the patient¿s name. It was noted that the patient had an stimulator system removed (B)(6) 2014 and a new system placed. Lead placed on left side, stimulator placed on right side. The serial number for the stimulator was provided. Additional information received reported the device was changed out due to lead migration and battery nearing end of life. Symptoms patient experienced was incontinence several times a day recently. Healthcare provider has an clinician programmer and interrogated the device and learned of the battery life. The lead migration was determined by x-ray the physician ordered. Cause of lead migration unknown. The representative was not aware of any issues with patient or device until day of procedure. Device and lead were discarded/destroyed by healthcare provider. Patient receiving effective therapy as far as he knows. Has not seen patient since procedure.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).